Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Refer to MFR report number 3004209178-2017-14725 for implantable neurostimulator (ins) nkl727055h.

Event description:
Additional information received from the patient indicated that their batteries stopped working. They stated that their battery did not work prior to (B)(6) 2015; they mentioned having a battery replacement on (B)(6) 2015. The patient stated that their battery is still out of service after the replacement, and is still in their back after several years. They noted that the issue of their current device not working has not been resolved. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
Refer to 3004209178-2017-14725 for implantable neurostimulator (ins) (B)(4). If information is provided in the future, a supplemental report will be issued.